Event description:
It was reported that the sensor deployed on its own. The product was evaluated. An external visual inspection was performed and passed. The allegation was undetermined as investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.